Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours and was admitted into the hospital on (B)(6) 2025. The pod was removed before the patient was admitted into the hospital and the patient's blood glucose levels rose to over 300 mg/dl. Patient reported the infusion site to have pain, swelling, redness and pus. The patient was taken to the hospital and diagnosed with phlegmon and absence of deep sensitivity. The patient was treated with injections of 3 different unspecified antibiotics and applied a new pod. The patient was discharged on the following day, (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.